Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The health care professional reported via phone call that customer were hospitalized due to high blood glucose on (B)(6) 2020. Customer's blood glucose level was over 400 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump bolus, intravenous insulin and fluids. Customer reported that the drive support cap appears normal. The insulin pump will not be returned for analysis.